Event description:
Patient underwent a robotic assisted prostatectomy. Operative time 140 minutes. Upon inspection after use of robotic instrument, the silicon tip appeared to have a split near the working end of the tip that was not there at the beginning of use. The instrument and tip were used for approximately 90 minutes. No patient harm reported.